Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the expiration date and manufacture date were reported as unknown on the initial report. Both fields have been updated accordingly. Therefore, UDI: (B)(4). D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was it was reported that when the anchor was unsealed, its tip had already been deformed. The device was the first use when the issue occurred. The complaint device was received and inspected. It was observed that the distal tip of the anchor was bent with all pieces were attached in the suture. The complaint can be confirmed. Also, the suture card is not in place and the cover handle was missing. The tip of the device was fell apart of the shaft, it was disassembled. Finally, there are biological debris into the distal tip of the anchor. Since the device seems to be used and it was not received as a new device; therefore, we cannot discern a specific root cause for this reported failure. The possible root cause can be associated with off axis insertion and levering during insertion may causing a damage in the anchor. However, it cannot be conclusively affirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 299 devices that were released to distribution. Based on the complaint rate and customer impact, we believe this failure to be an isolated case, however this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l47511, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported from (B)(6) that during an unknown surgery, it was observed that the tip on the anchor device was deformed. There was no delay in the surgery. There were no adverse patient consequences reported. The device was its first use when the issue occurred. No additional information was provided.